Event description:
It was noted that the right ventricular (rv) lead exhibited failure to capture during clinic visit on (B)(6) 2025 and in the past clinic visit, it was noted that the right atrial (ra) lead exhibited high capture threshold. The physician scheduled the surgery to revise the lead. On the procedure day, the ra lead had issues with decreased sensing, impedance problems, and lead slack issues. Meanwhile the rv lead having issues with failure to sense, dislodgement and impedance problem. The dislodgement of the lead was verified by x-ray. Upon closer inspection of the complexity of the case, the physician decided to delay the case, and no intervention was performed. The patient was in stable condition.